Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had an infection around the incision site for the ipg and lead entry point. There was redness and swelling. As a result, the patient underwent surgical intervention during which the device was explanted. The infection had resolved post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.